Event description:
It was reported that in (B)(6), low battery voltages of 2.61v and 2.24v were noted during the same follow-up, also that a battery voltage of 2.72v was noted on (B)(6), and 2.61v on (B)(6). There is no elective replacement indicator (eri). The caller is concerned about battery status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from this device was analyzed and revealed there was a low telemetered battery voltage. On (B)(6) 2010 the telemetered battery voltage was 2.61 v while the daily battery voltage trend measurement was 2.90 v. Also, the serial number in the file is recorded as all zeroes.